Event description:
During implantation, threshold was below 1v but at one month threshold elevated to 3v and two months later over 5v. The physician decided to explant the lead and implant a new one. Patient information is unavailable.

Manufacturer narrative:
The device was returned for analysis and was noted to be cut into two pieces with a 1.7 cm and 33.5 cm segments. Dc resistance and hi-pot testing were unable to be performed due to the device being cut into two pieces. The connector pin and large boot were within specification. The connector pin had two indent marks. At the end of the connector boot, there was eroding on the outer tubing and a few minor eroding areas through out the outer tubing. Fluid foreign material (fm) was also noted on the lead body. The donut was trimmed all around the anode plate and the head was covered with brown fm. The molded head had a cut located where the anode plate was welded. The helix height was out of specification and the helix tubing fillet was lifted. The steroid was a brownish color while it is normally white. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch. Risk documentation was also reviewed, however, no conclusions could be drawn since the myodex lead is implanted as part of a complex pacing system therefore making it very difficult to determine what caused the increase in thresholds. It is unknown if the incident was related to device malfunction, device placement, patient condition or anatomy, etc. A root cause is not able to be determined at this time. The lead was cut into segments and was damaged so electrical testing could not be performed to determine if the lead was functioning appropriately. The device is part of several implanted components that comprise a pacing system. Greatbatch is unable to determine if the subject device contributed to the event. All records indicate the device met specification prior to leaving greatbatch.